Event description:
The main objective of this ambispective, single center, nonrandomized, single-arm, physician-driven study was to evaluate the patency of the zilver® vena¿ venous self-expanding stent (i.e., the zilver® vena¿ venous stent) in patients undergoing venous stenting. This report focuses on data from the 239 patients that had a zilver vena venous stent placed at an index procedure. Specifically, only one patient (3.6%; 1/28) experienced a vein rupture and was treated with balloon haemostasia. Patient outcome: treated with balloon haemostasia.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. PMA/510(k) #: p200023. Common name - qan.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 18-jan-23.

Manufacturer narrative:
Common name: qan PMA/510(k) #: p200023 device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Document review prior to distribution all zilver vena devices are subjected to a visual inspection and functional inspection to ensure device integrity. It should be noted that the instructions for use states the following: ¿the zilver vena venous stent is intended for use in the iliofemoral veins for the treatment of symptomatic venous outflow obstruction¿. There is evidence to suggest the user did not follow the IFU. There is evidence to suggest that the customer did not follow the label. Root cause review a definitive root cause of off label use can be concluded based on the information provided. The information for use states that the device is intended for use in the iliofemoral veins for the treatment of symptomatic venous outflow obstruction however, from the information provided the device was used for the following; superior vena cava syndrome in 12 patients, ilio-caval acute dvt in 10 patients, nutcracker in 5 patients and outlet thoracic syndrome in 1 patient. The specific off label use for this complaint is unknown. The off label use may have caused and/or contributed to the adverse event of vein rupture as it is unknown how the device will perform outside of its intended use. As per medical advisor input 'there was a possibility that the vein rupture could be linked to the off label use of the device in this case. I presume some off-label procedure would be more complex than on-label straightforward procedure. It is also stated that the vein rupture was a procedural complication rather than device related complication.' It should also be noted that vessel perforation/rupture is listed as a potential adverse event in the IFU. Summary the complaint is confirmed based on customer testimony. The complaint was raised from the clinical study. According to the initial reporter, the device was used off label in 01 patient where the adverse event of vein rupture was reported. The patient was treated with balloon haemostasis. Complaints of this nature will continue to be monitored for potential emerging trends.